Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter was reading inaccurately high compared to another meter (ultra 2). The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged product issue first began. Additionally, the patient could not recall the result obtained on the comparative meters, only that she obtained an alleged inaccurate high result of ¿around 155 mg/dl¿ difference, performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (non- adjuster) and reported that he made no change to his usual diabetes management routine in response to the alleged product issue. He reported that about 1 hour later he developed symptoms of ¿shaky and feeling faint¿. The patient denied that he received any treatment. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site. The correct testing technique was used. The patient was unable/unwilling to confirm if the control test had been manually selected. The test strips were stored correctly, within expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.